Manufacturer narrative:
Device was used for treatment, not diagnosis. Segebarth, b. & et al (2010). Incidence of dysphagia comparing cervical arthroplasty and acdf. Sas journal; 4, 3-8. This report is for unknown prodisc-c device/unknown part and lot numbers. Unknown part number; UDI is unavailable. (B)(6). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: segebarth, b. & et al (2010). Incidence of dysphagia comparing cervical arthroplasty and acdf. Sas journal; 4, 3-8. This was a retrospective cohort from randomized prospective clinical trial to evaluate incidence of dysphagia between instrumented acdf and a no-profile cervical disc arthroplasty. A cohort of 87 patients was randomized for this study. Forty-five patients were randomized to receive cervical arthroplasty and 42 patients were randomized to the acdf and plate group. The bazaz-yoo dysphagia questionnaire was administered in a blinded fashion after completion of at least 12 months follow-up. Follow-up averaged 18.2 months and included 76 (87%) of the 87 enrolled, with 38 of the original 45 in the arthroplasty group and 38 of the original 42 in the acdf group. Six of 38 (15.8%) in the arthroplasty group versus 16 of 38 (42.1%) in the acdf group reported ongoing dysphagia complaints. In the arthroplasty group, there were 2 patients who rated their dysphagia as mild, 2 as moderate, and 2 as severe. This study suggested a significantly lower rate of dysphagia with a no-profile cervical disc arthroplasty compared to instrumented acdf for single level disc disease between c3-7. Though there are many potential etiologies, it was hypothesize that this is related to the lack of anterior hardware in the retropharyngeal space. Operative technique, operating time, and significant midline retraction did not seem to result in more dysphagia complaints. Future studies comparing cervical disc arthroplasty and no-profile fusion devices may help delineate the effect that anterior instrumentation profile has on postoperative dysphagia. This report concerns four (4) prodisc-c devices in regards to moderate and severe dysphagia. This is report 1 of 1 for (B)(4).